Event description:
Symptomatic radiation induced cholecystitis [cholecystitis]; bili was elevated [blood bilirubin increased]. Case description: initial information received on 07-jan2016 and additional information received on 08-jan-2016: this spontaneous medical device report was received from a healthcare professional via a company representative concerning a male patient (age at the time of the event unknown). The patient's medical history included hepatocellular carcinoma (hcc). The patient's concomitant medications were not provided. The patient received therasphere (yttrium-90 glass microspheres) for hepatocellular carcinoma on (B)(6) 2015 to his right lobe. Neither the dose, lot number not expiration date were provided. On (B)(6) 2015, the patient's bilirubin level was elevated. The patient was diagnosed with symptomatic radiation induced cholecystitis. On an unspecified date in 2015, an ultrasound showed wall thickening but no changes of complicated cholecystitis (wall necrosis or perforation). Treatment included a two week course of cipro (ciprofloxacin). By (B)(6) 2016, noted as "after 2 months", the patient's symptoms resolved and his bilirubin level went down. The physician assessed the event to be mild in intensity and related to the use of the therasphere. The company considers the event as medically significant and serious. No follow-up information is expected. The case is considered to be closed. Case comments: both bilirubin elevated and cholecystitis are considered listed according to the therasphere current reference safety information. In line with the assessment made by the healthcare provider, the company considers that the events of bilirubin elevated and cholecystitis are related to the use of therasphere. The event of bilirubin elevated is considered a sign of symptomatic radiation induced cholecystitis. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Symptomatic radiation induced cholecystitis [cholecystitis]. Case description: initial information received on (B)(6) 2016 and additional information received on 08-jan-2016: this spontaneous medical device report was received from a healthcare professional via a company representative concerning a male patient (age at the time of the event unknown). The patient's medical history included hepatocellular carcinoma (hcc). The patient's concomitant medications were not provided. The patient received therasphere (yttrium-90 glass microspheres) for hepatocellular carcinoma on (B)(6) 2015 to his right lobe. Neither the dose, lot number not expiration date were provided. On (B)(6) 2015, the patient's bilirubin level was elevated. The patient was diagnosed with symptomatic radiation induced cholecystitis. On an unspecified date in 2015, an ultrasound showed wall thickening but no changes of complicated cholecystitis (wall necrosis or perforation). Treatment included a two week course of cipro (ciprofloxacin). By (B)(6) 2016, noted as "after 2 months", the patient's symptoms resolved and his bilirubin level went down. The physician assessed the event to be mild in intensity and related to the use of the therasphere. The company considers the event as medically significant and serious. No follow-up information is expected. The case is considered to be close. This follow-up version was created based upon an internal review of previously provided information on (B)(6) 2015. The event of elevated bilirubin is considered a symptom of the event of cholecystitis and will be subsumed within the diagnosis of cholecystitis. On (B)(6) 2015, the patient was scheduled for the treatment of his left lobe with therasphere but the patient's bilirubin level was elevated on that day and the left lobe procedure was cancelled. The patient was referred to another hospital in the area for treatment on the left lobe. In the patient's medical notes, it was noted that treatment planned for (B)(6) 2015 was cancelled as the patient developed symptomatic radiation. Follow-up information has been requested. Case comments: cholecystitis is considered listed according to the therasphere current reference safety information. In line with the assessment made by the healthcare provider, the company considers that the event of cholecystitis is related to the use of therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Case comment: case comments: both bilirubin elevated and cholecystitis are considered listed according to the therasphere current reference safety information. In line with the assessment made by the healthcare provider, the company considers that the events of bilirubin elevated and cholecystitis are related to the use of therasphere. The event of bilirubin elevated is considered a sign of symptomatic radiation induced cholecystitis. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.